Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent anterior & posterior repair, enterocele repair, resupport of the vaginal apex and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and bard pelvicol acellular collagen matrix were implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and ams intexen were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat grade ii-iii anterior vaginal wall defect, grade ii-iii posterior vaginal wall defect with perineal descent and thin perineal body and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, fistula, dyspareunia, vaginal discharge and odor. (B)(4).